Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they had cavities that were repaired because of the aligners and them causing their gums to push up. Their current aligners do not fit and did not fit before the dental work. Requested diagnostic findings letter.